Event description:
A malfunction alarm was reported, indicated by the display of malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Although the customer had not reported or reset the pump, customer technical support provided reset information and assisted the customer with the reset process, planning to follow up to ensure the pump is reset and insulin deliveries are resumed.